Event description:
It was reported that the unit's display was missing segments. No patient involvement.

Manufacturer narrative:
Found the symptom that unit display was missing segments. Isolated problem to the user interface (ui) printed circuit board (pcb). Root cause determined to be flex cable not sitting properly. Replaced the ui pcb as a precautionary measure. Re-seated the flex cable. Unit returned to normal operation. (B)(4).